Event description:
The physician was doing a bronchoscopy with endobronchial ultrasound. Midway through obtaining specimens with the aspiration needle, the device stopped functioning to obtain specimens. The sheath was retracted and it was noted that the wire was not in it. The physician could see the wire and was able to manually retrieve it successfully without any injury to the patient.